Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system. The patient had mild calcification. The annular dimensions were 4. Annulus: 24.7 peri. Derv., peri. 77.7, stj: 33.7, sov:33.4, lvot:23.7. Pre-dilatation was not required. During procedure, the valve depth at 80% deployment was 3mm ncc and 3mm lcc. After deployment, the flexnav became stuck on the safari wire and was unable to be retrieved. Despite applying traction, the flexnav was still unable to be removed. After multiple attempts, the wire was finally removed, however it was damaged in the process. A new standard wire was then advanced through the flexnav, allowing the final angiography to be obtained. The navitor was positioned supra-annulary, with -1mm ncc and 2mm lcc. The navitor had migrated towards the aorta. The valve did not block any arteries. The valve was not snared and remains implanted. Post-dilatation was not required. The patient was hemodynamically stable throughout the procedure. Valve function was reported as excellent and the procedure was completed. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of stuck guidewire in the delivery system was reported. The device was returned to abbott for analysis. No guidewire was received with the flexnav delivery system. A bent damage was observed on the integrated sheath, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not conclusively be determined. However, the reported stuck guidewire was determined to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a